Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 degenerative mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, difficulty was encountered while performing the transseptal puncture due to challenging anatomy and limited echocardiographic image quality. Following the transseptal puncture, the guide was unable to advance into the left atrium because of suboptimal imaging and an unclear wire position. Consequently, an attempt was made to perform a second transseptal puncture. During this attempt, a developing pericardial effusion and hypotension were noted. The transseptal attempt was immediately aborted, and pericardial drainage was performed. The mr remained unchanged post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.